Event description:
A malfunction was reported by the caller on a pump, indicated by malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump, but the malfunction code recurred after this attempt. A decision was made to replace the faulty pump, and in the interim, the customer opted to use multiple daily injection (mdi) as a backup insulin delivery method.